Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure to be dirty, water reservoir stained, pole clamp dirty, line cord worn, and pcb board and power switch are outdated. Device water tank was filled with water, line cord plugged in, and switched power on. The reported customer complaint has been confirmed as a result of a bad float switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been determined to be unknown.

Event description:
Information was received indicating that the constant level alarm occurred to a smiths medical level 1® hotline® low flow system. There were no reported adverse effects.